Event description:
It was reported that unknown bd product needle went through the catheter the following information was provided by the initial reporter; performing an indwelling needle puncture on a patient with a bifurcated indwelling needle syringe during use causes pain and increases the risk of injuring the patient.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
The customer returned 1 photo, no defective sample. The photo shows the defect of needle through catheter. DHR is not performed as the lot number is "unknown" for this complaint. Retained sample analysis is not performed as the lot number is "unknown" for this complaint. The defect may be related to the product quality (including the lie distance, the needle tip force, the catheter tip force, the catheter drag force and the needle removal force), the skin and vascular conditions of the patient, and the puncture technique. According to the experience of previous market visits, it is recommended that: before puncture, hold the paddle hub and y-adapter, rotate the paddle hub to release the catheter tip adhesion, please refer to the attachment for the view. Insert the needle at 15°-30° with the bevel of the needle tip upwards, then lower the angle to 5°-10° to send the needle and catheter, do not withdraw the needle prematurely, and never reinsert the needle into the catheter. Conclusion(s): the returned photo shows the defect of needle through catheter. Since the complained sample was not received, and the usage of the sample is unknown, the root cause of needle through catheter after puncture cannot be determined.